Manufacturer narrative:
The patient/gxl acetabular liner involved was reportedly revised due to early prosthesis wear. The date of the initial surgery was not provided. The revised components were not returned to exactech for evaluation. However, an image was provided. The revision reported may have been due to a combination of risk factors specified in the hhe, including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Event description:
As reported, the 75y/o male patient had an original exactech total hip replacement. The patient presented back to surgeon's office with complaints of their left total hip. The polyethylene hip liner implant was a gxl recalled liner showing wear on imaging. The patient was scheduled for a left hip revision possible head and liner exchange. During the revision surgery, the femoral head was removed and the gxl recalled liner was removed. Surgeon requested to implant back into the patient the same sizes that were removed. A new neutral g3 xle liner was implanted. A 36mm options head and +0mm sleeve was implanted and the patient was relocated. The surgeon felt the hip was not stable enough with that implant combination and needed to go up in head thickness. There was only one set of options heads and sleeves at the case due to exactech inventory constraints. The surgeon had to implant a cocr 36mm +3.5mm femoral head. There was no breakage of device. There was a 5-15 minutes surgical delay/prolongation; however, patient did not experience adverse events as a result of surgical delayed. The patient left the or stable. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to the implants were sent to the lab and legal at the hospital.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.